Event description:
It was reported, maxzero, occlusion. The following was provided by the initial reporter: when used, the joints do not drip liquid, defective quantity (B)(4) pieces. Defective product can be returned, photos available. Claims need to be settled, complaint response letter needed, complaint receipt letter needed. Lot number: 25085184, defective quantity (B)(4) sticks; lot number: 25095139, defective quantity (B)(4) sticks; lot number: 25105089, defective quantity (B)(4) sticks.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.